Event description:
Patient was attempting to avoid surgery for treating his bph so he underwent tumt with a prostatron system. The patient now complains of inability to empty his bladder 8 weeks post treatment. His urologist now advises surgical treatment for his bph.

Manufacturer narrative:
No devices have been returned, therefore, no direct product analysis is available. No communication was obtained directly from the physician.